Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require any emergency medical intervention. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. It was also discovered that the test strips had also expired which may contribute to the alleged incorrect readings. The consumer was educated on these directions for use at the time of call. Test strips were discarded by the consumer and will not be returned for evaluation.